Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that occasional balloon ruptures of the foley catheter occur during departmental use, mainly concentrated in model 123418c. The department has been using it for many years and reports no issues with the operation. This was the second rupture of the same product in the same hospital within a short period. Please investigate where the problem lies to prevent it from affecting the product's reputation in the department. Patient had delay in surgery and also was contaminated with bodily fluid.